Event description:
Caller reported a malfunction on pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump, after which the malfunction code did not recur. Customer was informed they could continue to use the pump and advised to call back if any malfunction code recurs, which caller acknowledged and understood.